Manufacturer narrative:
As reported, the operating physician used a cordis 5f aqua sim 2 angiographic catheter. During the procedure, when rotating the tail end of the angiographic catheter, the tail separated from the main body of the catheter, making it unusable. The catheter was immediately replaced to complete the angiography without causing harm to the patient. This occurred after routine disinfection, draping, and local anesthesia, an unknown 5f vascular sheath was implanted. The patient was admitted due to "recurrent syncope for 3 years" and was treated in the outpatient department. A full cerebral angiography was performed in interventional room. The device was prepared and inspected according to the instructions for use (IFU). No abnormalities were observed prior to use. During the procedure, the device broke while inside the patient, although no resistance was encountered during advancement through the vessel or when advancing over the terumo 0.035" guidewire. The intended procedure was a cerebral angiography, and the vessel showed no calcification or tortuosity. The device is not being returned because it was disposed. A product history record (phr) review of lot 18474135 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) ¿ separated¿ could not be substantiated because the device was not returned and images were not provided. The exact cause of the event cannot be determined; therefore, procedural and handling factors cannot be excluded. A product history record (phr) review of lot 18474135 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the reported event. Based on the available information, the exact cause of the event cannot be determined; therefore, procedural and handling factors cannot be excluded.

Event description:
As reported, the operating physician used a cordis 5f aqua sim 2 angiographic catheter. During the procedure, when rotating the tail end of the angiographic catheter, the tail separated from the main body of the catheter, making it unusable. The catheter was immediately replaced to complete the angiography without causing harm to the patient. This occurred after routine disinfection, draping, and local anesthesia, an unknown 5f vascular sheath was implanted. The patient was admitted due to "recurrent syncope for 3 years" and was treated in the outpatient department. A full cerebral angiography was performed in interventional room. The device was prepared and inspected according to the instructions for use (IFU). No abnormalities were observed prior to use. During the procedure, the device broke while inside the patient, although no resistance was encountered during advancement through the vessel or when advancing over the terumo 0.035" guidewire. The intended procedure was a cerebral angiography, and the vessel showed no calcification or tortuosity. The device is not being returned because it was disposed.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after routine disinfection, draping, and local anesthesia, an unknown 5f vascular sheath was implanted. The operating physician used a cordis 5f aqua sim 2 angiographic catheter. During the procedure, when rotating the tail end of the angiographic catheter, the tail separated from the main body of the catheter, making it unusable. The catheter was immediately replaced to complete the angiography without causing harm to the patient. The patient was admitted due to "recurrent syncope for 3 years" and was treated in the outpatient department. A full cerebral angiography was performed in interventional room. The device was prepared and inspected according to the instructions for use (IFU). No abnormalities were observed prior to use. During the procedure, the device broke while inside the patient, although no resistance was encountered during advancement through the vessel or when advancing over the terumo 0.035" guidewire. The intended procedure was a cerebral angiography, and the vessel showed no calcification or tortuosity. The device is not being returned because it was disposed. The hospital reported this case as an adverse event to the china nmpa.